Event description:
Reporter indicated that a patient's vns device was explanted due to infection. Further attempts for information are in progress.

Manufacturer narrative:
Manufacturing record for pulse generator was reviewed, review of manufacturing record for pulse generator confirmed sterilization prior to distribution, vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.